Manufacturer narrative:
The implant was pre-plated based on the review of the implant's device history records which indicates the plates and screws that were used were also sterilized with the implant. The warnings in the package insert state this type of event can occur. The product was discarded by the hospital and therefore will not be returned for an evaluation. It is reported that the revision took place as a result of the patient's condition in which an infection occurred. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report 4 of 4 for the same event. Reports 1, 2, & 3 are reported on MFR #0001032347-2016-00249, 0001032347-2016-00250, and 0001032347-2016-00251.

Event description:
It was reported that a revision occurred as a result of the patient condition in which an infection occurred under the cranial flap. The infection occurred within one year post-operatively. It is reported that the patient is undergoing a series of antibiotics and tissue expander treatment. Following this treatment, the back-up implant will be used during a secondary implant surgery.

Manufacturer narrative:
The investigation was completed as no product was returned for evaluation and no additional information was provided.